Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump was not alarming. Mmdg made multiple attempts to obtain additional information about this event, but the initial reporter stated that they had no other information. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not alarming. Mmdg made multiple attempts to obtain additional information about this event, but the initial reporter stated that they had no other information. (B)(4).